Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. No failure of flash memory, unexpected resetting, or excessive no delivery alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed failure of flash memory and radio frequency error. The device had alarmed failure of flash memory and reset itself every day since the customer received the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer was able to clear the alarms. However, the insulin pump will be returned for analysis.